Manufacturer narrative:
Continuation of concomitant medical products: product ID 978b128, lot# va29vdj, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead , ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient did not report any symptoms, except pocket too large and device is continually flipping around in pocket when they sit down. They did report extreme weight loss over the last year. Physician stated that what likely contributed to this was the patient¿s extreme weight loss and two pockets that came together to form one large pocket. Diagnostics/troubleshooting was performed yesterday, surgery confirmed issue. For the interventions/actions that were taken to resolve the issue the lead and battery were both replaced on (B)(6) 2022. Patient was scheduled yesterday for pocket revision and lead revision due to open circuit on all four electrodes, which was checked in office by physician prior to surgery. Field rep, checked electrodes impedances prior to surgery in pre-op. All four contacts had >4000 ohms on all four electrodes, testing at 1.0v and 1.5v. Patient had been complaining to physician that battery kept flipping in pocket. X-ray showed in or that lead was coiled and k inked. Upon opening the pocket in the or, physician found that the lead had broken off from battery and distal portion of lead was stuck in battery.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Continuation of d10: product ID 978b128 lot# va29vdj serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead h3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation of the lead was twisted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.